Manufacturer narrative:
Concomitant medical products: 419488 lead implanted: (B)(6)2014; 694765 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing was noted on the atrial channel. The lead remains in use. No patient complications have been reported as a result of this event.